Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant procedure the right ventricular (rv) lead had sensing difficulty due to low r waves. Lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).